Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2019 with the following findings: during investigation, there were no loss of primes observed in black box. The rewind, load, and prime steps were performed successfully. The force sensor calibration test revealed force sensor was not detecting correct force at 5lbs. The loss of primes occurred during duration testing. The pump opened; moisture damage found in force sensor housing. Loss of prime due to moisture damage. Unrelated to the original complaint, the pump case was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.